Event description:
It was reported that during a plif procedure at l5-s1, a screw came loose inside the holding sleeve. The threads of the sleeve broke when the surgeon attempted to re-set the screw. The surgeon used another holding sleeve to complete the procedure. The tip of the screwdriver broke off and the tip was retrieved. Another screwdriver was used to complete the procedure. There was no reported adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 2 of 2 for this complaint (B)(4). Procedure was for a posterior lumbar interbody fusion (plif) at l5-s1.